Manufacturer narrative:
Litigation alleges the patient suffers from pain, discomfort, stiffness, loss of motion, and has been or is at risk for metal toxicity due to elevated cobalt and chromium metal ions. As well as implant loosening, metallosis, necrosis, and soft tissue damage. Litigation received. No allegations were present. There are no new additional updates that would affect the existing MDR decision. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain, discomfort, stiffness, loss of motion, and has been or is at risk for metal toxicity due to elevated cobalt and chromium metal ions. As well as implant loosening, metallosis, necrosis, and soft tissue damage.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.